Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl and sensor glucose of 55 mg/dl at the time of the incident. The customer was having sensor versus blood glucose differences. The customer was given intravenous fluids to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer did not feel the lows as they were really tired. The insulin pump will not be returned for analysis.